Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a3b: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3: the lumiguide wire was not returned, thus no product investigation was performed. Block h6: dissection, perforation, and embolism during this kind of procedure are a known risk and are covered by the device risk management. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a lumiguide wire was used in an endovascular repair of an abdominal aneurysm procedure. While navigating into the celiac artery through a fenestration in the graft, a perforation/dissection was noted, causing bleeding into the abdomen. Multiple contrast images and digital subtraction angiographies (dsa) were performed in different angles to better visualize the artery damage. The bleeding eventually stopped on its own and the physician decided to not pursue treatment of the perforation/dissection. The procedure was completed with conventional wires and catheters. Patient had a follow up CT the next day, and there was no bleeding in the celiac artery. The hepatic artery had flow; however, the splenic artery flow was closed off due to embolism. This adverse event is being submitted because the lumiguide was in use when a perforation/dissection occurred, resulting in embolism. There was no alleged malfunction with the lumiguide wire.

Manufacturer narrative:
Blocks d9 and h3: the lumiguide wire was returned, and the device evaluation was concluded on 08 may 2026. Block h3: visual inspection found the distal end of the wire was deformed (bent). As the device was not transported in its original packaging or within its protective hoop, it is possible that this deformation occurred during transportation. No additional anomalies or defects were found. During the guidewire basic functionality test, all parameters were within the expected specification limits. Block h6: the probable cause of the reported failure (perforation/dissection) could not be established as visual inspection and basic functionality testing did not indicate any deviation from specified performance requirements. Additionally, the device history records indicate that the product met specification prior to shipment. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.